Event description:
The facility reported an infusion pump with 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported event occurred. According to biomed, no pt injury and no need for medical intervention have been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved, or the set up of the infusion device.